Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a low blood glucose (bg) level between 50 mg/dl and 64 mg/dl. Reportedly, the user suspected that the low bg level was due to a new work schedule and more exercise. The user addressed bg level with sugar tablets.